Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
A single chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source for disposal. The accompanying lead is a competitive product. No further information was provided. Review of the manufacturer's database indicated the patient died approximately four months post the device implant.